Event description:
It was reported that the customer had a low volume notice on her pump and she changed it, but it kept her blood glucose level up to 500 to 600 mg/dl. Customer changed the site and tubing. Customer is not given any insulin when she goes to correct the pump. Customer changed her reservoir yesterday. Customer stated that her doctor changed all the settings about a week ago. Customer noticed that her cannula was bent and that there was a small amount of blood on site. Customer is unable to treat with the pump. Customer treated with manual injections. Customer ran a manual prime and the insulin did exit the tubing. Customer had bad battery, weak battery, and low battery alarms in the alarm history. Customer will be sent a tubing clamp and will call back to continue troubleshooting once they receive it. Customer was advised that the pump was working as designed. Customer mentioned that she was hospitalized a couple months ago. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.